Manufacturer narrative:
Device received with cracked battery tube threads. Device received with blank display due to battery tube connector not plugged in properly to interface board. Unable to perform displacement test, idle current test, run current test, self test and off no power test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. Customer's blood glucose level was 105 mg/dl. Customer states there was some small crack at the battery compartment. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.